Event description:
It was reported that an alert transmission was received after a capacitor maintenance charge time timed out. The patient presented in clinic for device interrogation the same day the alert was received. During device check, a capacitor maintenance change time limit was again timed out. The device was subsequently explanted and competitively replaced. The patient was in stable condition before, during, and after the procedure.